Event description:
79 year old, who had in 1994 underwent revision hip arthroplasty. Presents now with pain, discomfort & roentgenographic evidence of dislocation. Constraining ring was fractured. Therfore hip revision completed.